Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 85% stenosed, 28x2.25mm, de novo target lesion was located in the non tortuous and severely calcified left anterior descending (lad) artery and in the diagonal artery. After a 6f non-bsc guide catheter was placed, a 0.14" non-bsc guide wire was advanced to cross the lesion. Predilation was performed using a 1.5x20mm, a 2.25x15mm, and a 2x12mm maverick¿ balloon catheter resulting to 75% residual stenosis. Subsequently, a 2.25x28mm promus element¿ plus drug eluting stent was advanced and deployed to treat the lad lesion. Following stent deployment, the physician advanced another 2.25x32mm promus element¿ stent to treat the diagonal artery lesion; however, the physician noted that the proximal part of the deployed stent accordioned and was longitudinally deformed. The 2.25x32mm promus element¿ stent was removed and the procedure was not completed. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).